Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and reported that the unit powers up with "external" ECG source. The patient cable was connected to the simulator and took approximately 15 seconds to switch to lead ii. The fse then connected the trainer and received an alert "disconnect trainer-patient cable(s) connected¿. The fse found signs of saline on external ECG and pressure inputs; replaced the front end board and performed calibration. The unit calibrated and passed all functional and safety tests per factory specifications. The iabp unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) could not detect the ECG waveforms. The cardiosave was swapped with another iabp and there was no delay in therapy. This event occurred before use on the patient, thus no adverse event was reported.